Event description:
It was reported to philips that the wireless footswitch was not connecting to the system. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch (wfs) was intermittently not connecting to the system. Upon functional analysis, it was found that the status of the error led indicator on the wireless base station (wbs) was red, the status of the wi-fi (led) indicator on the wireless footswitch was flashing red, and the color of the battery indicator was green which confirmed the problem with the wireless connection between wfs and wbs. The cause of the wbs failure could not be conclusively determined, and the loose bracket was found in the failure part analysis of wfs. To resolve the issue, fse replaced the wfs and wbs. After replacement, the system was returned to good working condition. This issue is not associated with any ongoing fsca. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.